Manufacturer narrative:
Further investigation results: the review of the documentation associated to the manufacturing process indicates that all devices were released in accordance with allergan medical¿s procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. According to the device analysis performed in the laboratory, it was observed a defect on patch, this defect is considered a workmanship. Considering that there is not an adverse trend for this type of event no additional actions are deemed required at this time. The issue with split in patch will continue to be monitored and corrective action taken in the future if deemed appropriate.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2018. A review of the device history record/ further investigation has been completed. No deviations or non-conformances noted. Visual analysis of the returned device identified; crease fold, deformation, the weight the device within specification, white particles in the shell, was observed after autoclave: cloudy color and voids and observed split in patch area, it is out of specification per (B)(4) was identified which is characterized as a workmanship, however this workmanship is not relationship with the complaint. Based on the device analysis the final assessment is: the event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade iii. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. The device has been explanted.